Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non us event. The step daughter was calling in this complaint about her step-mother that suffered an infection and had surgery due to a pledget that and broken off inside of her. Her step-mother was unaware that she had anything inside of her. Over the course of several weeks, or months the pledget cultivated bacteria, causing pain and odor. She had surgery at the end of (B)(6) and the removal of the piece of pledget was successful. She has since made a complete recovery.

Manufacturer narrative:
The consumer was unsure about the specific product her mother in law used and mentions kotex, normal- size, and security. The original mdpr identified sleek as the brand, but it is unclear. Note that kimberly-clark does not sell u by kotex security into (B)(6). Corrections are: brand name: corrected. UDI# : removed (B)(4). Updates are: contact office - updated. 510k # - updated.

Manufacturer narrative:
Correction: date recieved by manufacturer - was blank added (B)(6) 2016